Event description:
It was reported that the procedure was to treat a lesion in the external carotid artery with moderate tortuosity. The 4 x 20 mm viatrac plus balloon catheter was advanced to the lesion for pre-dilatation. Resistance was noted with the anatomy during advancement. On the first inflation to 14 atmospheres (atm), the balloon ruptured. The viatrac was removed without issue. No further device was needed for pre-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.